Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(6). Reason for original complaint. Litigation alleges on or about a year post surgically and thereafter patient suffered injury as a result of the asr hip implant. Injuries include pain, soreness, and popping that negatively affect patient's ability to move and sleep. Patient suffers from anxiety about the failure of his hip implant and was injured by excessive levels of chromium and cobalt in his blood. Doi: (B)(6) 2008 (left hip) dor: none reported. Dob: (B)(6). Patient is a resident of (B)(6). **update** 10/8/12 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update** 20 june 2014 - der rcvd - added dor and unknown sleeve product.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges on or about a year post surgically and thereafter patient suffered injury as a result of the asr hip implant. Injuries include pain, soreness, and popping that negatively affect patients ability to move and sleep. Patient suffers from anxiety about the failure of his hip implant and was injured by excessive levels of chromium and cobalt in his blood. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges on or about a year post surgically and thereafter patient suffered injury as a result of the asr hip implant. Injuries include pain, soreness, and popping that negatively affect patients ability to move and sleep. Patient suffers from anxiety about the failure of his hip implant and was injured by excessive levels of chromium and cobalt in his blood.